Event description:
Initial reporter indicated that they were having issues with their dell x5 handheld computer containing 7.1 programming software. "Freezing on the interrogate device screen." Good faith attempts are being made for the product for analysis.